Manufacturer narrative:
E1: (B)(6). Patient country: canada.

Event description:
Reference number (B)(4). Event occurred in italy. It was reported that patient faced infusions set leakage at site event on 02-jul-2024. No further information was available.